Event description:
Spontaneous report, from us. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial serious case report was received on 23-mar-2023 from dentist by dealer and forwarded to septodont on the same day via email. This case described accidental needle stick with suspected device darby 27ga long needle in a female dental assistant with an unspecified medical history. On an unknown date, an unknown procedure was being performed using darby 27ga long needle for dental local anesthesia on a patient of unknown age and gender and with unspecified medical history. After administration of anesthesia, the female dental assistant tried recapping the needle by using regular force. The needle perforated the cap and she got stuck on the finger by the contaminated needle. No action regarding corrective action was provided. Information on the batch: #f10357aa, expiry date: unknown. At the time of this report, the patient's outcome was unknown. This case was considered serious by the company with seriousness criteria "other medically important condition" for pt "exposure to contaminated device". Manufacturer's preliminary comments: based on the first information available, the report described accidental needle stick with suspected device darby 27ga long needle in a female dental assistant. After administration of anesthesia, the female dental assistant tried recapping the needle by using regular force. The needle perforated the cap and she got stuck on the finger by the contaminated needle. At the time of this report, the patient's outcome was unknown. It appears that the dental assistant had performed the recapping procedure by hands contrary to what is mentioned in the product IFU, she seems to not have used the adequate method of recapping to avoid puncture. In addition, a possible forcing or pre-bending of the needle in this action could have lead to the piercing of the cap by the needle. However, there is no sufficient information available to rule out a possible quality defect of the device such as incorrect dimension of the needle or the cap, or to exclude mishandling of the device by the dentist assistant. Therefore, pending quality investigations results and/or additional information, no final root cause could be determined and misuse cannot be excluded.

Manufacturer narrative:
Description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: the defective impacted devices were not returned for investigation so the tests were performed on the returned samples from the same batch and on sofic retention samples. All tested samples were compliant during the technical investigation. No quality issue related to the product performance. In the absence of defect during investigation and tests, the possible root cause may be a non-respect of the IFU recommendation for the recapping process or may be a possible bending of the needle due to a pressure applied by the dental assistant. Reasonnable foreseeable misuse is to consider.

Event description:
Spontaneous report, from us local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial serious case report was received on 23-mar-2023 from dentist by dealer and forwarded to septodont on the same day via email. Follow-up #1 was received on 03-apr-2023 from the dealer via email. Follow-up #2 was received on 24-may-2023 from the quality department by email. All the information was processed together. This case described accidental needle stick with suspected device darby 27ga long needle in a female dental assistant with an unspecified medical history. On an unknown date, an unknown procedure was being performed using darby 27ga long needle for dental local anesthesia on a patient of unknown age and gender and with unspecified medical history. After administration of anesthesia, the female dental assistant tried recapping the needle by using regular force. The needle perforated the cap and she got stuck on the finger by the contaminated needle. No action regarding corrective action was provided. Her first test result came out negative. She is scheduled to take a few more tests. It was also reported that the dental assistant is doing good. Information on the batch: #f10357aa, expiry date: 31-mar-2026. At the time of this report, the patient's outcome was recovered. This case was considered serious by the company with seriousness criteria "other medically important condition" for pt "exposure to contaminated device". Fup #1: received additional information regarding test result and outcome. Fup #2: received qir from the quality department. Manufacturer's preliminary comments: based on the first information available, the report described accidental needle stick with suspected device darby 27ga long needle in a female dental assistant. After administration of anesthesia, the female dental assistant tried recapping the needle by using regular force. The needle perforated the cap and she got stuck on the finger by the contaminated needle. At the time of this report, the patient's outcome was unknown. It appears that the dental assistant had performed the recapping procedure by hands contrary to what is mentioned in the product IFU, she seems to not have used the adequate method of recapping to avoid puncture. In addition, a possible forcing or pre-bending of the needle in this action could have lead to the piercing of the cap by the needle. However, there is no sufficient information available to rule out a possible quality defect of the device such as incorrect dimension of the needle or the cap, or to exclude mishandling of the device by the dentist assistant. Therefore, pending quality investigations results and/or additional information, no final root cause could be determined and misuse cannot be excluded. Based on the preliminary analysis and pending quality investigation and/or additional information, no CAPA is required. Manufacturer's final comments: no quality defect detected on the tested samples. Exact root cause not identified but possible root cause of IFU recommendation not respected for recapping process or pressure applied on the needle that bent and pierced the needle cap. Reasonnable foreseeable misuse is to consider. No CAPA implemented.

Event description:
Spontaneous report, from us. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). This initial serious case report was received on 23-mar-2023 from dentist by dealer and forwarded to septodont on the same day via email. Follow-up #1 was received on 03-apr-2023 from the dealer via email. All the information was processed together. This case described accidental needle stick with suspected device darby 27ga long needle in a female dental assistant with an unspecified medical history. On an unknown date, an unknown procedure was being performed using darby 27ga long needle for dental local anesthesia on a patient of unknown age and gender and with unspecified medical history. After administration of anesthesia, the female dental assistant tried recapping the needle by using regular force. The needle perforated the cap and she got stuck on the finger by the contaminated needle. No action regarding corrective action was provided. Her first test result came out negative. She is scheduled to take a few more tests. It was also reported that the dental assistant is doing good. Information on the batch: #f10357aa, expiry date: 31-mar-2026. At the time of this report, the patient's outcome was recovered. This case was considered serious by the company with seriousness criteria "other medically important condition" for pt "exposure to contaminated device". Fup #1: received additional information regarding test result and outcome. Manufacturer's preliminary comments: based on the first information available, the report described accidental needle stick with suspected device darby 27ga long needle in a female dental assistant. After administration of anesthesia, the female dental assistant tried recapping the needle by using regular force. The needle perforated the cap and she got stuck on the finger by the contaminated needle. At the time of this report, the patient's outcome was unknown. It appears that the dental assistant had performed the recapping procedure by hands contrary to what is mentioned in the product IFU, she seems to not have used the adequate method of recapping to avoid puncture. In addition, a possible forcing or pre-bending of the needle in this action could have lead to the piercing of the cap by the needle. However, there is no sufficient information available to rule out a possible quality defect of the device such as incorrect dimension of the needle or the cap, or to exclude mishandling of the device by the dentist assistant. Therefore, pending quality investigations results and/or additional information, no final root cause could be determined and misuse cannot be excluded.

Manufacturer narrative:
Reprocessed: unk.

Event description:
MFR report #: us-septodont-2023017602 / 3002987375-2023-00001. # 1: device material punctured v28.0 (it sliced through the plastic cap.): from to - not serious - unknown. # 2: accidental needle stick v28.0 (assistant was stabbed): from to - not serious - unknown. # 3: exposure to contaminated device v28.0 (assistant was stabbed with a non sterile needle that was used by a patient.): from to - serious - unknown # 4: accidental occupational exposure to product v28.0 (assistant was stabbed with a non sterile needle that was used by a patient.): from to - serious - unknown. Spontaneous report, from us local reference #: us-septodont-2023017602. Quality complaint was opened: reference #: nara.2023.088. This initial serious case report was received on 23-mar-2023 from dentist by dealer and forwarded to septodont on the same day via email. Follow-up # 1 was received on 03-apr-2023 from the dealer via email. Follow-up # 2 was received on 24-may-2023 from the quality department by email. Follow-up #3 received on 01-sep-2025 from an internal review. All the information was processed together. This case described accidental needle stick with suspected device darby 27ga long needle in a female dental assistant with an unspecified medical history, in a context of occupational exposure. On an unknown date, an unknown procedure was being performed using darby 27ga long needle for dental local anesthesia on a patient of unknown age and gender and with unspecified medical history. After administration of anesthesia, the female dental assistant tried recapping the needle by using regular force. The needle perforated the cap and she got stuck on the finger by the contaminated needle. No action regarding corrective action was provided. Her first test result came out negative. She is scheduled to take a few more tests. It was also reported that the dental assistant is doing good. Information on the batch: #f10357aa, expiry date: 31-mar-2026. At the time of this report, the patient's outcome was recovered. This case was considered serious by the company with seriousness criteria "other medically important condition" for pt "exposure to contaminated device". ******************************************************************************* fup #1: received additional information regarding test result and outcome. Fup #2: received qir from the quality department. Fup #3: received on 01-sep-2025 from an internal review. Manufacturer's preliminary comments: for initial and follow-up reports: preliminary results and conclusions of manufacturer's investigation: based on the first information available, the report described accidental needle stick with suspected device darby 27ga long needle in a female dental assistant, in a context of occupational exposure. After administration of anesthesia, the female dental assistant tried recapping the needle by using regular force. The needle perforated the cap and she got stuck on the finger by the contaminated needle. At the time of this report, the patient's outcome was unknown. It appears that the dental assistant had performed the recapping procedure by hands contrary to what is mentioned in the product IFU, she seems to not have used the adequate method of recapping to avoid puncture. In addition, a possible forcing or pre-bending of the needle in this action could have lead to the piercing of the cap by the needle. However, there is no sufficient information available to rule out a possible quality defect of the device such as incorrect dimension of the needle or the cap, or to exclude mishandling of the device by the dentist assistant. Therefore, pending quality investigations results and/or additional information, no final root cause could be determined and misuse cannot be excluded. # fu3 considered. Initial actions (corrective and/or preventive) implemented by the manufacturer: based on the preliminary analysis and pending quality investigation and/or additional information, no CAPA is required. For final (reportable incident): description of the manufacturer¿s evaluation concerning possible root causes/causative factors and conclusion: the defective impacted devices were not returned for investigation so the tests were performed on the returned samples from the same batch and on sofic retention samples. All tested samples were compliant during the technical investigation. No quality issue related to the product performance. In the absence of defect during investigation and tests, the possible root cause may be a non-respect of the IFU recommendation for the recapping process or may be a possible bending of the needle due to a pressure applied by the dental assistant. Reasonnable foreseeable misuse is to consider. Results of the assessment: the occurrence of the received complaints is evaluated as low regarding the total quality sold (305 900 needles), only one occurrence received. Based on the performed investigation at this stage we evaluate the residual risk as acceptable. Hazard ID: (B)(4) misuse: manual recapping of the device. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): no quality defect detected on the tested samples. Possible root cause of IFU recommendation not respected for recapping process or pressure applied on the needle that bent and pierced the needle cap. Reasonnable foreseeable misuse is to consider. No CAPA implemented. Final comments from the manufacturer: no quality defect detected on the tested samples. Exact root cause not identified but possible root cause of IFU recommendation not respected for recapping process or pressure applied on the needle that bent and pierced the needle cap. Reasonnable foreseeable misuse is to consider. No CAPA implemented.